Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, a bakri tamponade balloon catheter was damaged at the connection "between the drainage tube and the water injection tube." Prior to balloon placement, the estimated blood loss was approximately 800 milliliters. The balloon was placed through the abdominal cavity and did not make contact with any metal tools. After the damage was noted, the balloon was removed and a new device was used to complete the procedure. 900 milliliters of blood was lost after removing the damaged bakri. The patient was hemodynamically stable and no blood transfusions were needed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as, a visual inspection and functional test of the device were conducted. The device was returned to cook for investigation. The joint of the drainage tubing and injection tubing was damaged. When flushed with water, the point of damage leaked. A document-based investigation evaluation was performed. The device history record (DHR) review recorded no non-conformances related to this incident. A trackwise search revealed one related non-conformance for the "balloon broken". No additional complaints were received for this product lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state on how to supply, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded the complaint device was determined to have been damaged from another device, but a definitive source of the other device could not be determined from the available information. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: customer street = (B)(6). E3: customer occupation = unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a bakri tamponade balloon catheter was damaged at the connection "between the drainage tube and the water injection tube." Prior to balloon placement, the estimated blood loss was approximately 800 milliliters. The balloon was placed through the abdominal cavity and did not make contact with any metal tools. After the damage was noted, the balloon was removed and a new device was used to complete the procedure. 900 milliliters of blood was lost after removing the damaged bakri. The patient was hemodynamically stable and no blood transfusions were needed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.